Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 186 mg/dl at the time of incident. The customer stated that the pump alarmed no delivery. The customer could not get past manual prime. The pump alarmed no delivery during tubing fill and insulin did not exit. The customer mentioned that the pump was replaced previously due to a button error alarm. Troubleshooting was not able to resolve the issue. The reservoir was not returned for analysis.